Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 3 with fault ID 3-0x2095, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from cts on putting the pump into storage mode and returning it to tandem. Cts confirmed shipping details and sent a replacement pump. The customer opted for multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted and understood all instructions regarding handling the replacement and returning the malfunctioning pump.